Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the patient was under anesthesia and the treatment was delayed approximately 15-20 minutes. The procedure was completed after reboot. The philips field service engineer (fse) inspected the system onsite and confirmed that the system lost the x-ray function. Upon functional testing, the fse analyzed the logs and found long system rebooting occurred during the incident. The system did not shut down correctly and took an extended amount of time to finally shut down. After rebooting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the x-ray function was lost. There was no reported patient or user harm. The device was in clinical use at the time of the reported event. Philips has started an investigation of this complaint.